Manufacturer narrative:
The c41 passed all functional tests; the reported problem could not be duplicated. Based on the results of co evaluation and conversions with the home care provider, improper filling techniques may have caused the reported malfunction. Co spoke to the home care provider about proper filling techniques, specifically to keep the fill connectors clean and dry, and no malfunctions have been reported since that time.

Event description:
The home care provider (hcp) reported that after the driver disconnected the source tank from the c41, the c41 quick connect froze open resulting in a liquid oxygen leak. No injury occurred.